Event description:
Pt receiving pain medication via epidural catheter through infusion pump. Pt called agency to notify that IV bag was empty and pump was not functioning properly. Nurse sent out to reprogram and investigate pump. Nurse noted screens with jumbled symbols and would not program properly. Pump returned to pharmacy for replacement pump. Pt had no c/o adverse drug reaction or signs/symptoms of drug toxicity.